Event description:
The clinical risk manger reported the following: the respiratory therapy (rt) shift supervisor entered the patient's room to do an initial check of the patient upon shift change. The rt supervisor reported the patient was cyanotic, without chest movement and the patient wasn't breathing. The rt supervisor reported hearing a humming sound form the ventilator and that the ventilator display screen indicated a vent inop condition. A code was called with CPR and manual ventilation of the patient. The patient was transferred to an acute care facility and is reportedly non-responsive. The respironics service technician was informed of this event and was requested to perform an initial checkout of the venitlator. The respironics service technician was unable to duplicate the reported problem, however confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician performed extended self testing (est) which passed, with all alarms functioning to specification.